Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a bioprosthetic aortic valve, implanted approximately three (3) years and nine (9) months, was explanted due to severe aortic insufficiency. The explanted device was replaced with another edwards bioprosthetic valve. No other details have been provided.

Manufacturer narrative:
Bioprosthetic valve insufficiency. Additional manufacturer narrative: it was reported that this valve was replaced due to aortic insufficiency. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. If the regurgitation worsens or becomes symptomatic, reoperation may be necessary. The type and cause of regurgitation varies depending upon multiple factors, including patient related factors and intrinsic properties of the valve itself. In this case, there is insufficient information to conclusively determine the root cause of this event. There have not been any allegations of a quality deficiency related to the edwards valve. No further actions are possible with the available information. A supplemental MDR will be submitted in the event any new information is received.